Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the doctor that put their ins in said they implanted the implant imperfectly wrong. Pt said that the implant was implanted 2 inches away from where the implant was supposed to be when compared to the trial. Pt said that the doctor talked about pulling it out and re-doing the implant at one point. Pt said that the doctor is now changing their story and the manufacturer representative (rep) seems to be going with what the doctor is saying and the rep wasn't at the implant surgery. Pt said that they would like to speak to a supervisor in the field about the details. Due to the nature of the call, pss didn't ask any additional questions.

Event description:
Patient reported shortly after implant, they tripped over their dog and lost coverage. New x-ray showed caudal migration. The rep indicated they were confident they could recapture coverage, she was then lost to follow-up. The fall resulted in migration. Patient has been reprogramed and obtained adequate coverage. Rep and patient are allowing several weeks with new programming, and rep will follow up to adjust programming if needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that caller stated they completed the follow-up letter they received and will return it but wanted to discuss case further as they are unsure how to proceed with this patient. Caller stated patient had trial in (B)(6) 2021, implant in (B)(6) 2021 and images of trial lead vs. Permanent lead placement look exactly the same, left lead is at top of t7 (below disc space), right lead is at top of t8 and caller had marked t10 as they always do and patient had good coverage. Caller stated following implant, they reviewed activity limitations for first 8 weeks with patient but patient "went home and fell over her dog" and lost coverage. Patient came into office and imaging confirmed lead tip had migrated down about 2 vertebral bodies and the top contact of lead was in the disc space. Patient was lost to follow-up for about a year, had stim off and then came back into office recently stating it wasn't working. Caller had notes from a year ago referencing the situation (fall, loss of coverage and migration) and reviewed this with the patient but patient is of the mindset that physician did implant incorrectly and needs to re-do it. Caller stated reprogramming was performed about 1.5-2 weeks ago by mdt rep tommy and they were able to obtain coverage for low pelvic pain. Caller stated they were going to give patient about 3 weeks to try settings and then reprogram if needed but because of where patient's pain is, caller and rep believe, even with the lead migration, they can still capture area of pain. Tss reviewed it is up to the caller as to how they handle patient as part of their practice and if patient doesn't believe system is working they could consider explant.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021: product type lead product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6).2021: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt rep called back through. Caller mentioned previous information documented in this case. Patient needed an MRI since patient was having a small series of strokes and heart issues. Agent reviewed MRI information and redirected patient to their hcp. Caller mentioned the patient's trial worked great. Patient had a rare spinal disease so the implant had to be put 2 inches higher than normal. Hcp put the implant in the patient's ribs and did liposuction and took some fat out as big as the caller's leg. The implant was put in so deep that patient's implant wouldn't charge. The hcp put the 2 leads in where they normally did when it was supposed to be 2 inches higher. Medtronic representative helped the patient through the trial so they did a map so they could do the 2nd or the permanent identical. During recovery rep wasn't present and another representative was present. Patient went back for their first meeting with their hcp and the hcp looked concerned and mentioned they did the surgery 'perfectly incorrect' and the hcp was doing surgery on autopilot. 2 years later the patient found out from their pcp that the hcp crushed their rib and their ribs were trying to heal and there was scar tissue and that their whole ribcage had been broken. Patient had a lot of scar tissues and the sonograms were so painful pushing against their ribcage when they were trying to find out if there was a hole in the patient's heart with the strokes. The hcp did not inform the patient that the patient's ribs were broken. Hcp only told the patient that they had a bit of trouble with the implant and liposuction after surgery. Hcp mentioned the surgery would have to be completely redone and the trial as well. Hcp mentioned medicare wouldn't pay for the surgery and the hcp laughed and mentioned they never did anything wrong.